Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing surgery and received an inappropriate shock due to electrocautery. An in-clinic check noted a lead integrity alert occurred during the surgery for high rate non-sustained episodes, noise and short ventricle-ventricle intervals. This was presumed due to electrocautery; a magnet had been placed on the device during the surgery. The device was checked and no reprogramming was required. The device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.